Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 6 (cat6) and sheath. During the procedure, the physician attempted to place the cat6 through the diaphragm of the sheath without using a peel away sheath. Subsequently, the physician kinked the tip of the cat6. Therefore, the cat6 was removed. The procedure was completed using a new cat6 with a peel away sheath and non-penumbra sheath. There was no report of an adverse effect to the patient.